Event description:
Customer reports a 0.5ml/hr basal 2.0ml/hr bolus infusor overinfused over 92.5 hours. Report states the pt only used the basal line and did not use the bolus. Unit filled to a total volume of 96ml with 4ml of morphine and 56ml of saline. Customer reports no pt injury.